Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained. Customer¿s blood glucose level ranged from 256-400 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.